Manufacturer narrative:
D10 - concomitant medical products - 6662. Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective therapy due to high and low impedances on the leads. Patient slightly bumped their head. Surgical intervention may take place at a later date to address the issue.